Event description:
Physician attempted to use a fortrex hp pta balloon catheter during treatment of the patient's distal renal artery. There were no abn ormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. The first inflation pressure was about 12atms, and the balloon failed too fully open. The patient was in unbearable pain and it was deflated. For the second inflation, pressure was increased to 16 atms but physician suddenly felt deflation. Digital subtraction angiography (dsa) showed extravasation of contrast agent, and hematoma was seen at the inflation site. After the balloon was slowly pulled out, it was found to be ruptured. A longitudinal balloon burst was reported during balloon inflation at 16atms. A replacement balloon was used to compress and stop bleeding and then inflate again to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: the customer returned one video clip and one image. The video clip shows a balloon being inflated and liquid leaking out of the balloon. The image shows a balloon with a longitudinal tear. Product analysis: a visual inspection of the returned device found a longitudinal tear on the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.